Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: japan

Event description:
It was reported that during surgery, the batteries of the unit had been exploded inside of the sterile tray when the nurse opened the outer box. There was no patient impact, no info on delay was provided. Due diligence is in progress.